Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm rupture. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for abdominal aortic aneurysm. On (B)(6) 2020, the patient presented with an abdominal pain. The physician suspected the abdominal aneurysm rupture due to a type ii endoleak. The intraoperative angiography confirmed a type ii endoleak. The origin vessels and the suspected threatened rupture were coil embolized. The amount of inflow decreased. The patient tolerated the procedure and will be monitored.